Manufacturer narrative:
All available information was investigated, and the reported issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported clip opening during efaa could not be conclusively determined. The reported improper or incorrect procedure or method was associated with the user locking the clip at 120 degrees instead of 60 degrees prior to the efaa process. It was determined that this deviation did not contribute to the reported adverse event; therefore, a letter will not be sent to the account to address the deviation from the instructions for use (IFU) and its associated potential adverse events. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr) and bileaflet restriction for a mitraclip procedure. During the procedure the first clip was locked early at 120 degrees and remained locked to fully closed. During pre-deployment establish final arm angle (efaa), the clip opened from 10 degrees to 60 degrees. Troubleshooting on the clip was performed, such as; closing the clip, unlocking, re-opening at 90 degrees, relocking and closing back to 10 degrees, but the issue remained. It was noted that insertion of one leaflet was unsatisfactory, therefore the clip was removed. A second clip was used as a replacement, followed by two more clips. The mr was reduced to grade 1+. There were no adverse patient effects. There were no adverse patient effects.

Event description:
It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr) and bileaflet restriction for a mitraclip procedure. During the procedure the first clip was locked early at 120 degrees and remained locked to fully closed. During pre-deployment establish final arm angle (efaa), the clip opened from 10 degrees to 60 degrees. Troubleshooting on the clip was performed, such as; closing the clip, unlocking, re-opening at 90 degrees, relocking and closing back to 10 degrees, but the issue remained. It was noted that insertion of one leaflet was unsatisfactory, therefore the clip was removed. A second clip was used as a replacement, followed by two more clips. The mr was reduced to grade 1+. There were no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.